Event description:
It was reported that the patient experienced the sensation of electric shock of stimulation.

Manufacturer narrative:
Extension: model 3095-10, serial #(B)(4), implanted: 2005 (B)(6), explanted: unknown. Lead: model 3889-28, serial #(B)(4), implanted: 2005 (B)(6), explanted: unknown. Programmer: model 3031a, serial # (B)(4).